Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that a washout surgery was scheduled for the patient as it was suspected the patient had an infection at the lead site in the neck. Surgery was taken to remove the lead; however, the full lead could not be removed due to excessive adhesions. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. The devices were sterilized and met all specifications for release prior to distribution. Multiple attempts for information have been made, but no additional or relevant information has been received to date.